Event description:
On (B)(6) 2022 during a case, the tip of a reline tap sheered off. All pieces of the fractured tap were retrieved. There was no patient impact as a result of the event.

Manufacturer narrative:
No product was received although a photograph was provided confirming the tip fracture. While a root cause for the issue could not be determined, a review of the information provided suggests excessive or off angled force during use as a probable cause. No additional investigation required. Labeling review: "care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." "Pre-operative warnings: the method of use for the instruments are to be determined by the user¿s experience and training in surgical procedures. The instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." "Intra-operative warnings: the physician should take precautions against putting undue stress on the spinal area with instruments. Any surgical technique should be carefully followed. It is important that the surgeon exercise extreme caution when working in close proximity to vital organs, nerves, or vessels, and that the force applied to the instrumentation is not excessive, to prevent potential injury to the patient. Over-bending, notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage." Device not returned.

Manufacturer narrative:
G3: the initial report contained an incorrect date. The correct date is on (B)(6) 2022.

Event description:
No additional information is available.